Manufacturer narrative:
(B)(4).

Event description:
The customer stated there were erroneous results from the analyzer due to foam and bubbles in the procell and cleancell reservoirs. There were alarms on the instrument at the time of the event, but the customer stated some samples were tested and results were reported outside of the laboratory before the alarms. The field service representative found there was a malfunctioning pinch valve and old pinch valve tubing. He replaced the tubing and cleaned the pinch valves taken. The customer repeated qc which was acceptable. The field service representative ran performance testing which passed. Data was only provided for one sample for the elecsys tsh assay. The initial result was 2.66 uiu/ml and the repeat result was 4.60 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 255802. The expiration date was requested but was not provided.